Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10617. The patient (united kingdom) received a dbs system which included two lead extensions (lot numbers unknown). It was reported the patient suffered a fall while gardening resulting in a change in stimulation. Diagnostic testing revealed impedance issues. It was suspected that one or both lead extensions were fractured. Both lead extensions were explanted and replaced. Effective stimulation was restored post-operatively. The device information for both lead extensions has been requested; however, no further information is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.